Manufacturer narrative:
Liebel - flarsheim manufacturer report: the angiomat 3000 injector involved in the pressure sleeve break complaint was returned to l-f for evaluation. E-mails indicated that the user thought that the injector was running high pressure. The l-f service cell evaluated this older injector to determine pressure readings at set pressures from 100 - 1000 psi. Initial tests showed that the injector met, but did not exceed the expected pressures at each set point. The technician noted that there was some noise in the injector head and after a while the pressure reading at the higher set points, were not to be able to reach set point (i.e., at 800, 900 and 1000 psi) settings, the injector would only go to 500 psi. The technician opened the power head and noted that the ball screw was worn out. The lack of meeting set pressures is typical for a worn out ball screw. This unit has been in operation since 1985, under hospital maintenance, not l-f or its affiliates in other country. No pressure sleeve has been returned, but information is, that according to the ops manual, the sleeves are to be cleaned after each use (warnings about which cleaners not to use) and that the repeated use of the plastic sleeves (pressure flexes), can cause deterioration over time and that the sleeves need to be inspected for stress cracks, nicks, signs of wear, before every use and to discard ones with these defects. L-f stopped manufacturing of this injector in 1988, and discontinued support (i.e. Parts) in 1999. The pressure sleeve in question is at least 4 years old with unknown number of uses. No evidence was seen that would support the theory that the injector generated excessive pressure that caused the sleeve to break. On 12/19/03, pressure sleeve was received and evaluated by l-f engineers and tech service manager. Their conclusion is: the pressure sleeve appears to have failed due to over-use. This type of failure will occur after an extended period of use. The relatively clean break at the sleeve flange would indicate fatigue at that high stress area. The ops manual and replacement instructions recommend frequent replacement of the pressure jacket as well as inspections to look for signs of cracking. We haven't supplied any angiomat 3000 product accessories in over 5 years and this sleeve could be older than that.

Event description:
During use of the above-mentioned high pressure injection syringe pump the retainer cylinder for the injection syringe broke. Due to the adjacent pressure, the retainer cylinder inclusive the rests of the injection syringe were flung through the room. Luckily nobody was hit. There was no damage to the patient.